Event description:
Customer reported that a pt presented with a wound infection 3 weeks following laminectomy with posterior fusion and instrumentation.

Manufacturer narrative:
H6. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.